Event description:
The reporter noted "engaging the locking caps onto the malibu screws during surgery (l3-l5) instrumented fusion without interbody) was extremely difficult for the surgeon. The surgery was prolonged by 90 minutes to 2 hours due to the issue; there was no patient injury. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.